Manufacturer narrative:
Sid was truncated; full sid is (B)(6). No further patient demographic information is available. An investigation was performed for architect stat troponin-I reagent lot 81264un21. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Review of field data was performed. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 81264un21 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 81264un21. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent lot 81264un21 was identified.

Event description:
The customer identified a falsely elevated architect stat troponin-I results for one patient. The following information was provided: sid (B)(6) initial result 0.190 (elevated per customer) repeated 0.06 (normal per customer). No impact to patient management was reported.